Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a peeled dso seal, worn uso seal, scratched lcd lens and a loose latch lock. The tamper seal was broken. There was no evidence to review in the device's event history log. An accuracy test was performed and the reported issue was duplicated. The pump was found to be over delivering to the manufacturing specifications. It was determined that the most probable cause was due to the dso seal. As a result, the dso seal and expulsor were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.d3, g1, and g2 email is: (B)(4).

Event description:
It was reported the device failed the volume test, and the downstream occlusion seal was peeling off. Event occurred during testing, no patient involvement.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.